Event description:
The first report of two involving a 36 khz handpiece. A 36khz cusa handpiece got very hot during use. The first handpiece completely stopped working. The unit was in use 2-3 minutes when the problem occurred. The settings were 100 aspiration, 100 amplitude, 3 ml/minute. The surgery was not delayed as a result of this issue. Did the surgeon or pt did not incur an injury as a result of this problem.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.